Event description:
The ge oec 9800 fluoroscopy system would not save images. Right side control panel not functioning and ge service representative found workstation would not power on.

Manufacturer narrative:
A ge oec service representative investigated the issue and found several issues. Workstation would not boot up, replaced workstation power supply (ps1). The hard drive was removed and replaced for image saving issues, and the right control panel was replaced for non-function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.